Manufacturer narrative:
Technician troubleshot, replaced valve guide tube to resolve. Pursuant to our response to warning letter 2008-dt-04, hill rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.

Event description:
Hi-low head drift.